Event description:
It was reported that during a laparoscopic procedure, the device¿s tip melted. Replaced with second ligasure and worked as required. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."